Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport of the patient on the intra-aortic balloon pump (iabp) the alarm sounded stating "20 minutes left of battery life," after which the pump immediately shut off. The patient was being taken to the operating room. Aging batteries was discussed with the customer. The customer has ordered new batteries. There were no reports of patient death, serious injury or complications.

Event description:
It was reported that during transport of the patient on the intra-aortic balloon pump (iabp) the alarm sounded stating "20 minutes left of battery life," after which the pump immediately shut off. The patient was being taken to the operating room. Aging batteries was discussed with the customer. The customer has ordered new batteries. There were no reports of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). The device was not returned to teleflex for investigation therefore the reported complaint of "battery power low/lost" is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.